Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the hospital for a stroke, unrelated to the patients device, and prior to releasing the patient on (B)(6) 2016, the device was interrogated. At the time of interrogation, a sudden rise in pacing lead impedance and loss of capture were observed. It was unknown of when this rise in impedance or loss of capture began. The lead was capped and replaced without issue on (B)(6) 2016. No visual issues with the lead were noted during the procedure. The procedure concluded without adverse event and with the patient having remained stable before, during, and after the procedure.